Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were confirmed. Visual inspection found calcification encapsulating the ring electrode. The cause of the reported events was isolated to calcification that encapsulated the ring electrode. All other damage noted is consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a right ventricular lead revision procedure, device interrogation revealed high out of range pacing impedance. It was also noted that there was high capture threshold. The lead was extracted and replaced successfully. The patient was stable after the procedure.